Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was turned black. Tried unplugging and re-plugging but still the issue persists. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a faulty power supply unit, which caused intermittent shutdowns during medication dispensing. The field service engineer resolved the issue by cleaning the device, checking all cable connections, removing the defective power supply unit, and replacing it with a new one. The system functioned as intended after the field service engineer repaired the device.